Event description:
It was reported, that the patient was dependent on the device for normal function. It was noted, that during interrogation prior to an atrial fibrillation ablation procedure, there was no radiofrequency (rf) telemetry connection. The battery had reached the elective replacement indicator (eri) and there was an alert for end of service (eos) on the implantable cardioverter defibrillator (ICD). The patient was still pacing, threshold and impedance were consistent. The ICD was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported field event of premature battery depletion was confirmed by analysis. A longevity calculation was performed and found the battery depletion was premature based on the device usage. The battery was analyzed by its manufacturer and an internal battery anomaly was found. The cause of premature battery depletion was due to the anomalous battery.